Event description:
It was reported that the device was going to recommended replacement time (rrt) too soon and that the alert did not show when the battery voltage was at or below rrt. The device is suspect of possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was also collected from the returned device and analyzed. Analysis of the data revealed that the battery indicator signifying that the time is approaching for device replacement; device was not at elective replacement indicator (eri).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 507652, implantable pacing lead, implanted (B)(6) 2008. A 419488, implantable pacing lead, implanted: (B)(6) 2010. (B)(4). Location where event occured: outpatient treatment. Date report sent to manufacturer: (B)(4) 2013.